Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had migrated after losing weight. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was repositioned and buried deeper, resolving the issue.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.